Manufacturer narrative:
One opened sample, part number 1897200, from lot number 211053073, and serial (B)(4) was received for evaluation. When received, the connector was jammed into the suction barb of the handpiece which resulted in bent connector pins. The bent pins are not likely to have contributed to the complaint since the deformation would have prevented the handpiece from being plugged into the ipc. The pins were straightened out for functional analysis. Functionally, when the handpiece was initially plugged in the ipc an error code (motor over current) flashed on the screen. The handpiece was ran at 12,000 rpm in forward direction, not under load, and within 25 seconds it froze up and the ipc indicated error code 15 (handpiece stalled). The maximum temperature observed during the function test was 114.2 degrees fahrenheit. There was inconsistent motor noise prior to the seizing. The information most likely indicates and electrical fault with the motor (short or open circuit). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received confirming there was no patient impact. Surgery was completed with other branded products.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that during preoperative preparation, the handpiece works for few seconds, then gets hot and loud. There was no report of patient impact.